Manufacturer narrative:
Root cause: all dako equipment impacted by the laboratory was moved following extinguishing of the fire. The equipment in the lab remains secure on site, while the local authorities complete their investigation. At this time, the fire department investigation report has not been released, thus the source of the fire has not been determined. Any new information, relevant to the root cause will be provided via a supplemental report. Failure mode description: as the investigation is ongoing, no malfunction has been currently identified. The failure mode cannot be verified as an instrument or product specific malfunction. Therefore, this report is being filed as part of agilent's commitment to due diligence reporting.

Event description:
Based on a recently logged complaint report, a fire was reported within an anatomical pathology laboratory. At this time, the source of the fire is unknown, but origination of fire occurred at the wiring behind the artisan per customer. The event occurred outside of the laboratory's normal hours of operation and no hospital personnel were injured due to this event. The customer complaint record reported the event as follows: an artisan burned due to fire in the lab. Following the event, the laboratory space was remediated and returned to operation. This resulted in a one business day delay in patient testing. No direct or indirect patient harm or user harm have been reported.